Manufacturer narrative:
Correction: other details additional information: manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an patient side occlusion alarm with no occlusion event was not determined because no products or device logs were returned.

Event description:
It was reported that the pump module was used for two (2) days and was giving "false patient side occlusion alarm." Per report, "all possible sources of occlusion were checked. It appears to be false alarm. Line flushed and no (line) occlusion evident." There was patient involvement but no harm. Bd received additional information. It was reported the event dd not result in "adverse effect to patient as the lvp (large volume pump) was swapped out for a functioning unit both times to continue the treatment." This occurred during an infusion of normal saline. The tubing set was bd - 11426965. Although asked "what type of IV access does the patient have? What was the location of the IV access? (Ex. Antecubital, forearm, hand, etc.). The customer's response was "unknown."

Event description:
It was reported that the pump module was used for two (2) days and was giving "false patient side occlusion alarm." Per report, "all possible sources of occlusion were checked. It appears to be false alarm. Line flushed and no (line) occlusion evident." There was patient involvement but no harm. Bd received additional information. It was reported the event dd not result in "adverse effect to patient as the lvp (large volume pump) was swapped out for a functioning unit both times to continue the treatment." This occurred during an infusion of normal saline. The tubing set was bd - 11426965. Although asked "what type of IV access does the patient have? What was the location of the IV access? (Ex. Antecubital, forearm, hand, etc.). The customer's response was "unknown."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.